Event description:
Customer reported that the insulin pump was cracked near the reservoir and was missing a piece. Customer stated that if the insulin pump cracked a little more, it would no longer be able to hold the reservoir. Blood glucose level was 183 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The reservoir was inserted properly inside pump reservoir tube. The device was received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.